Event description:
In this event it was reported that after using nupro white varnish on three separate patients, all three patients had an allergic reaction. The symptoms reported were sores in their mouth. Additional information has been requested, but is not yet available.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second patient. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Product was not returned and so therefore could not be evaluated for root cause. Because the lot# was reported, retain product was tested and the DHR was reviewed; retain product met all specifications and no errors or discrepancies were found in the DHR.